Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Unit #(B)(4). The disposable kit will not be returned for eval because it has been discarded. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the (rdf) do not indicate a conclusive cause for the wbc contamination reported for this collection. Therefore, we cannot rule out that this may be donor related or that a process/sampling error could have contributed to the elevated wbc content. Investigation eval and corrective actions are in process. A follow up report will be provided.